Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the scs ipg site and ineffective therapy with the drg system following a recent fall. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the scs ipg was explanted and replaced and the drg system was explanted to address the issue. During the procedure, the right l5 lead was not able to be removed. Part of the lead was cut and remains implanted.